Event description:
I started using a philips dreamstation CPAP machine in approximately (B)(6) of 2016. By 2017 I noticed that my nose and sinus passages were always swollen and irritated and I had an occasional wheeze when breathing. I saw the recall for the dreamstation CPAP a few weeks ago and read that my symptoms along with increased risk of cancer were the possible side effects from this product. I have used this product every day for over 5 years and I am very concerned with my long term health because of it. FDA safety report ID # (B)(4).